Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reporting during intra-aortic balloon (iab) therapy, the console generated an autofill failure alarm. The tube was checked for defects and no problems were found. The start button was pressed many times, but same alarm generated. The iab was removed and replaced to continue therapy. There was no reported injury to the patient.